Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify or reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that the display of their device went blank after a defibrillation shock had been delivered to a patient. They used their device to monitor a patient in an ambulance. The device had 2 batteries installed and was connected to the vehicle charger. During monitoring the device worked correctly. A defibrillation shock was needed. After the shock was delivered to the patient, the device¿s display went blank and the device would no longer respond to its buttons. The users had to unplug the device from the charger and to remove the batteries to power off the device. The device was powered back on, and appeared to work normally. The patient was conscious at the time of arrival of the ambulance crew, but the patient's condition deteriorated; the patient had taken 40 x yew tree seeds. According to the reporting paramedic this is an "overdose" and leads to fatality. The patient expired. According the paramedic the reported device issue did not contribute to the patient's outcome.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify or reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. Physio-control evaluated  the downloaded key log and electronic patient records from the device, and verified the reported issue. Physio evaluated the device, but could not reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer reported that during a patient event, their device lost power following the delivery of a defibrillation shock. The customer reported that their device was connected to the patient via the defibrillation therapy electrodes. The customer was in the process of providing pacing therapy to the patient when the patient went into an asystole rhythm. The customer then charged the defibrillation energy and once the defibrillation shock was successfully delivered, the device appeared to lose power. The customer indicated that once their device lost power, they were able to utilize a backup device and continue patient care. The customer did not report the delay in care from the reported loss of power. The patient did not survive the reported event.